Event description:
It was reported that a home patient noticed a tear in a homechoice cassette. This event occurred during priming of peritoneal dialysis therapy, before the patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the tear. The patient was advised to complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.